Event description:
It was reported by the maude event report mw5040782 that a patient underwent a uneventful novasure endometrial ablation (B)(6) 2012. Approximately a year post procedure, the patient started to have a heavy menses with "horrible pain" and "cramping". The patient presented to the hospital and was diagnosed with post ablation tubal sterilization syndrome (patss). The physician performed a hysterectomy and the patient was discharged home (dates unknown). No additional information has been able to be obtained.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4).